Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the user did not send the device to olympus, detailed information on the suggested event could not be obtained. A specific cause of the phenomenon "delayed procedure due to intermittent blank screen/scope communication error at connecting the device" could not be identified. The event can be detected by following the instructions for use which state: "instructions: cyf-vh/vhr operation manual chapter 3 preparation and inspection" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a cystoscopy, the video system center had an intermittent blank screen as well as an intermittent scope connection error. Due to these issues, there was a one hour delay in the procedure. It was unknown if additional treatment was required, but the procedure was completed using the same set of equipment. Additional information has been requested multiple times but was not received. This event included 3 devices. Patient identifier (B)(6) is for the video system center. Patient identifier (B)(6) is for a cysto-nephro videoscope. Patient identifier (B)(6) is for a visera cysto-nephro videoscope.